Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting and aortic perforation. The patient reported becoming aware of tilting of the filter, a 3mm mesenteric perforation and a 3mm aortic perforation, approximately ten years and eight months post implant. The patient also reports being unable to sleep on the left side post implant due to feeling the filter pressing against the heart, in addition to spitting blood, internal discomfort and anxiety. According to the implant record the indication for the filter implant was recurrent bilateral upper and lower lobe pulmonary embolism (pe). The patient history was also noted for deep vein thrombosis and seizures. The filter was placed via the right basilic vein and successfully deployed in the inferior vena cava below the level of the renal veins. A repeat venogram performed confirmed filter position. There were no evident complications. Approximately ten years and eight months post implant a computerized tomography (CT) scan of the abdomen was performed for an unspecified injury of the inferior vena cava (ivc). The scan noted an ivc filer in place with mild narrowing of the ivc near the hepatic portion; however, the remainder of the ivc including the portion with the ivc filter appears unremarkable. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from filter tilting, aortic perforation, discomfort and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, a day prior to the index procedure, the patient was admitted to the hospital with complaints of chest pain and shortness of breath (sob). The patient was reported to have a history of deep vein thrombosis (dvt), pulmonary emboli (pe) and seizures. Placement of the inferior vena cava (ivc) filter was indicated for recurrent bilateral upper and lower lobe pe. Following sterile prepping, local anesthesia and under ultrasound guidance, percutaneous puncture of the basilic vein in the right upper extremity was performed using a needle. Guidewire access was obtained into the inferior vena cava. A vascular sheath was advanced over a guidewire into the inferior vena cava. An inferior venacavography was performed demonstrating a patent inferior vena cava without meniscus or filling defect. Following this, a vena cava filter was successfully deployed in the inferior vena cava below the level of the renal veins. A repeat venogram performed confirmed filter position. There were no evident complications. Approximately ten years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The scan noted an ivc filer in place with mild narrowing of the ivc near the hepatic portion; however, the remainder of the ivc including the portion with the ivc filter appears unremarkable. Incidental findings reported included atelectasis, a small hiatal hernia and a low-density mass in the periphery of the right hepatic lobe. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, a 3mm mesenteric perforation and a 3mm aortic perforation, becoming aware of these events approximately ten years and eight months after the filter implantation. The patient further asserts to being unable to sleep on the left side post implant due to feeling the filter pressing against the heart, in addition to spitting blood, internal discomfort and anxiety.